Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact details: phone number: (B)(6) . Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future the complaint will be reopened and updated accordingly. H3 other text : fse could not access the unit, the customer cancels the call.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having printer issues. The customer calls reporting a printer that will not print. States the nightshift first reported it to her during report this morning. All attempts at returning printer to normal operation were unsuccessful. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.